Event description:
During colonoscopy a snare was used for a large polyp, after multiple attempts with the cautery they were unable to cut through the polyp due to a malfunctioning bovie. Pt sent to the or for surgical removal of snare wire and polyp. Biomedical notified. Biomed tech was asked to check machine for proper operation in 2001. Upon further investigation, biomed dir discovered machine was involved in possible reportable incident. Machine was removed from service and outpatient dept given loaner machine from or. Machine was bagged in plastic to isolate machine for possible third party investigation. Biomed contacted MFR qa dept who stated they believed to be a reportable incident for the foot controller portion of the machine only. Three days later, machine was needed for case in outpatient and or needed their loaner because of a full case load. Biomed dir, with guidance from MFR, gave biomed tech approval to repair machine. Repair done to foot switch where cable enters foot switch housing, repaired broken wires, it is not known how many of the four wires were actually broken, all four wires were re-terminated and soldered back to their correct positions and the machine was fully function, output and electrical safety tested prior to return to the outpatient dept, where it was successfully used in a case that day. Biomed believes normal wear and tear and age of the machine caused wires in foot controller cable to become brittle and fail.